Event description:
It was reported that the patient's glucose reached 348 mg/dl, while wearing the pod between 1 and 4 hours on the leg. The patient was unsure if the cannula had properly inserted into the skin and found it bent after removal. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.